Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. A cut was evident through the outer insulation material at 24 cm distally.

Event description:
It was reported that during the implant procedure the helix would not extend. Positioning and fixation difficulty was also reported. In addition, the lead would show insulation breach. The device was not implanted. No patient complications have been reported as a result of this event.